Event description:
Mckinley medical (MFR) received a voluntary medwatch report from FDA's office of surveillance and biometrics. The report claims that an electromechanical ambulatory infusion pump was applied to a pt to infuse for 4 days. When the pt returned to the clinic, the pump had not administered medication (no delivery). The clinic applied an alternate pump to the pt and they resumed therapy without difficulty. Follow-up communication with the clinic confirmed that there was no injury associated with the event.